Manufacturer narrative:
The troponin t reagent lot number was 847378 with an expiration date of 31-oct-2026.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 808 ng/l. The result from a 2nd sample two hours later was 10 ng/l. Due to the difference in results, the dr. Questioned the initial result, and the original sample was repeated with a result of 15.7 ng/l. The repeat result was believed to be correct.

Manufacturer narrative:
Qc was acceptable. Sample quality alarms occurred on the date of the event. No maintenance issues were identified. Precision check results were acceptable. The field service engineer (fse) identified sample quality issues. All analyzer checks passed. The investigation determined the event was due to preanalytical handling issues.